Manufacturer narrative:
Date rec¿d by MFR : 25feb2019. The manufacturer¿s international service technician confirmed the reported error code 110b (proximal pressure sensor autozero failed) issue. The error code was also observed in the diagnostic logs of the device. The manufacturer¿s international service technician replaced solenoid valves 3 and 4 to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that a "check vent: proximal pressure sensor calibration data error" occurred. There was no patient involvement. The event date was not specified; estimate used.